Event description:
It was reported that the medfusion 4000 syringe infusion pump experienced a watchdog failure. The issue did not occur during patient use. There was no reported patient involvement. No patient harm or injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed an acu watchdog alarm base task timeout, primary audible alarm bgnd (background) test. The cause of the reported issue was a faulty speaker. The speaker was replaced. He software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.